Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. Upon review of the episode, it was discovered that the patient received inappropriate anti-tachycardia pacing for a supraventricular tachycardia from the implantable cardioverter defibrillator. It was noted that the device detected noise on the discrimination channel and scored the rhythm as a ventricular tachycardia. Additionally, there were sudden drops in the r waves seen around (B)(6) and (B)(6) of 2019. The clinic noted that there were no right ventricular lead anomalies and discussed that the drop in r waves were attributed to additional therapies the patient was receiving. The clinic also noted that the atrial lead exhibited noise seen during the patient's follow up in 2019. The physician reviewed the episodes and elected to not any changes at this time. No patient symptoms were reported. Related manufacturer reference number: 2017865-2020-01346.